Event description:
It was reported that an asahi corsair pro microcatheter had trapped on an asahi gaia second during a percutaneous coronary intervention (pci) to treat a heavily calcified, moderately tortuous, chronic total occlusion (cto) in the left circumflex artery (lcx). While trying to cross the lesion, the gaia second was in the subintimal area. Then the corsair pro was advance over the guide wire when it was felt strong resistance. Angiography showed a foreign object was stuck on the guide wire. The microcatheter was removed to confirm it was likely a piece of the tip of the corsair pro. The two devices were removed together to safely retrieve the separated tip and thus no additional intervention was required for retrieval. The pci was failed due to the significant calcium. The patient after the procedure was stable without adverse effect associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(6), registration number: (B)(4). The reported corsair pro microcatheter and gaia second guide wire were returned for evaluation. Both devices were stuck with one another. Approximately 84mm of the tip of gaia second was out of the tip of corsair pro. At approximately 34mm from the tip of gaia second, the coil was loosened due to accumulated torsion. Microscopic observation of the tip of corsair pro found the very distal end of the tip was torn off and missing. A slit was observed on the torn end of the tip that was likely caused by contacting calcium. Proximal to the torn end, the tip was stretched for approximately 2mm to narrower the catheter lumen. Microscopic observation was also performed on the loosened coil of gaia second. It revealed that the loosened coil was fractured and the separated tip of corsair pro was trapped in the loosened coil. Proximal to the loosened segment, the coil was tightened due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with catheter manipulation had likely contributed to reported fusing of the microcatheter on the guide wire. The applied torsion would localize and therefore exceed the product design limit when the wire tip was being caught and restricted its movement by the heavily calcified cto. Further applied torsion on corsair pro was then transmitted to gaia second to make the coil loosened, tightened and fractured. Eventually, the tip of corsair pro was pulled to separate during removal. It was concluded that this event was not attributed to product quality. Because damage found on the tip was severe, it was unable to completely rule out a possibility that some tip fragment might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesion. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.